Event description:
The user facility (a veterinary clinic) reported that an i.v. Catheter became detached from the hub. The catheter had been used during a normal procedure, and then, left in place overnight without any difficulty. The following day the technician flushed the catheter, after which fluid leakage was noted. When the bandage was removed, the catheter tubing was observed to be detached from the hub. X-ray examination did not reveal the presence of the catheter in the dog. The dog is reportedly having no symptoms related to this issue.